Manufacturer narrative:
There are no other complaints in the lot. The lens was returned. Solution was dried on the lens. One haptic is bent and broken in the distal area. The broken portion was returned. The other haptic is bent in the distal area. The optic is broken/torn into three portions. The optic portions were returned adhered one atop the other in dried solution. It is unknown if qualified associated products were used. The specific area of the lens was not clarified by the customer. Both broken optic damage and broken haptic damage were observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was inserted into a patient's eye, it was noted to be broken. The lens was removed and another lens was implanted instead.